Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the malfunction to the device was the circumstance leading to the issue, and that it would not stay charged. There was no real reason why. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the deep brain stimulation (dbs) wasn't working and the patient programmer (pp) was not working. The caller clarified the patient programmer (pp) was displaying that therapy was turned off. The patient did not know how therapy got turned off. During the call therapy was successfully turned back on. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was "having problems with the dbs again." They stated they were having problems with the programmer and said it wasn't "appearing to connect or work." The caller confirmed the programmer was powered on and showed poor communication as well as the sync screen. The caller confirmed the programmer was "near" the implant. During the call the patient put the programmer over the ins and successfully connected to the ins. The programmer indicated low, then the screen changed to off, low. The screens were reviewed and the patient charged the ins, then attempted to turn ins back on. Caller confirmed the inquiry resolved. There were no further complications reported.